Event description:
It was reported that patient experienced high blood glucose, last for three to four hours and was treated with pump due insertion of infusion set into insufficient subcutaneous tissue which led to bent cannula on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.